Manufacturer narrative:
Evaluation summary :post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the adapter noted no abnormalities. Functional evaluation of the adapter noted no abnormalities. The product, as received, met release specifications. During product analysis the device tested satisfactorily, therefore product analysis was unable to confirm a failure related to the reported condition. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and reassessed at that time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during set up prior to sleeve gastrectomy procedure. There was no patient harm. The patient is fine.

Event description:
According to the reporter: after the reload was loaded onto the adapter, the reload could not be closed. The reload was removed. The same thing happened when another reload was used. The handle indicator light, adapter indicator light, and reload indicator light were all solid. There were no problems loading the adapter onto the handle or loading the reload onto the adapter. The handle was able to recognize the reload. The device was not able to be fired due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.